Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a bulb reservoir was used. The bulb reservoir is suspected to have air leak. Users cannot use the reservoir properly after compressed the bulb. No reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Were 2 reservoir bulbs found to have leakage issues? If no, please clarify the total number of damaged products? [Ans: yes]. If 2 reservoir bulbs were damaged, please clarify if they shared the same lot number? If no, please provide the lot number for the second reservoir. [Ans: yes]. Were there any patient consequences? [Ans: no]. Are the damaged devices available to be returned for evaluation? If yes, please clarify the number of products to be returned. [Ans: yes, 2 defects]. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Note: event reported on mw # 2210968-2021-08756.

Manufacturer narrative:
Product complaint #(B)(4). H6: component code: g07002 reported condition not returned. H3: evaluation: retain sample was checked for lot and no defect related to complaint was observed. Two pieces of reservoir sample was received for evaluation. During sample investigation, pressure test on samples was performed, no air leakage found. Vacuum system test (30 minutes) was also performed on samples. No issue observed in functional test of reservoir. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.